Event description:
On (B)(6) 2007, the patient was seen for left hip pain of 10/10 which had been intermittent for 7 months after slipping and doing ¿the splits¿ but has been severe since a fall 2 weeks prior to the clinic visit. The patient denies back pain but is noted to have stated that sleeping on his left side causes pain and (pt) has to switch to right side. (Pt.) Is stated to walk with a cane and have a severely antalgic gait. The patient is noted to describe the pain as coming from both the side and the anterior groin and from the posterior aspect of hip. (Pt.) Had an injection of lidocaine, marcaine, and steroid into greater trochanteric bursa which did not help. During the physical exam, the straight-leg raise was equivocal at 45° of flexion while supine and caused pain in posterior aspect of (pt) buttock and groin. There was also tenderness to palpation over the left si joint noted. An MRI was ordered. On (B)(6) 2007, an MRI of the lumbar spine is noted to have the following impressions: moderate left l4-5 disc protrusion which touches the left l5 nerve root and a large left l5-s1 disc protrusion touching and maybe compressing the left s1 nerve root with moderate left foraminal narrowing. On (B)(6) 2007, the patient was referred for spine evaluation. On (B)(6) 2007, the patient was seen for the diagnosis of displacement of lumbar intervertebral disc without myelopathy. The patient is noted to have complained of pain mainly with some dysesthesias and paresthesias that go into the left buttock and thigh down the posterolateral aspect of the leg. (Pt.) Denied bowel or bladder problems. The patient also noted mild low back pain until a few days before this clinic visit when (pt) tried to catch (spouse) from falling and as (pt) did so, (pt) strained low back. Review of the (B)(6) 2007 MRI was noted to show degenerative disc disease with protrusion or herniation of l4-5 and l5-s1 vertebral level causing persistent left lower extremity radiculitis aggravated with recent muscular strain of lower back. After surgical options were discussed, the patient chose to undergo a fusion. Lortab 10/500 was re-filled and flexeril was prescribed. On (B)(6) 2007, the patient was brought into the operating room with the diagnoses of degenerative disc disease with protrusion and herniation of l4-l5 and l5-s1 causing left lower extremity radiculitis noted as persistent and severe. The procedure included l4-l5 and l5-s1 bilateral laminectomies, neural foraminotomies, diskectomies as well as arthrodesis of bilateral l4-l5 and l5-s1 vertebral levels. Fusion was completed with the insertion of spacers, segmental instrumentation with pedicle screw system, and morsellized local bone graft. A 10x26mm spacer was placed at l4-l5 and an 8x26mm spacer was placed at l5-s1. Each spacer¿s center was packed with bmp bone morphogenic protein soaked sponges. After the l4-5 to l5-s1 placement of the legacy screws, rods, and crosslink the lateral gutters were decorticated and infuse bone morphogenic protein soaked sponges were placed in the gutters with morsellized local bone graft. The patient was discharged on (B)(6) 2007 ¿feeling great¿. On (B)(6) 2007, the patient arrived at the clinic for follow-up. It was noted that the patient stated that since the evening of (B)(6) 2007, (pt.) Had increased pain, aching, and numbness into the left buttock and thigh area. The noted impression of radiographs was ¿postsurgical myofibrositis and neuritis with stable lumbosacral fusion. The physician noted that ¿a lot of his problems may be due to (pt) drug dependency¿ as (pt) was on narcotics prior to surgery and was on morphine while in the hospital. The patient was prescribed a sleep aide and instructed to continue wearing back brace as prescribed. On (B)(6) 2007, the patient returned for follow-up. (Pt.) Was noted to be doing fairly well with main complaints of a back ache without radicular symptoms. The patient is noted to have recently fallen down stairs that seemed to the physician to aggravate symptoms. Radiographs were noted to show some new bone formation within the lateral gutters. The patient was prescribed physical therapy, and range of motion program. (Pt.) Is to return in one month for follow-up. On (B)(6) 2007, the patient returned to the clinic due to increased discomfort after pulling ¿something in (pt.) Back¿. Radiographs of the lumbosacral spine noted the pedicle screws and instrumentation as secure. On (B)(6) 2007, the patient returned as instructed and it was noted that back and muscle ache had improved. Patient complained of discomfort in the sacral region. The physician thought this might be due to previous fall. Since the previous clinic visit, the patient had an abdominal surgery for a gastric fundoplication. (Pt.) Was prescribed rx for pain and to maintain limited activity. The patient is to return in 6 weeks for follow-up. On (B)(6) 2008, an MRI of the cervical spine was completed due to left sided weakness and incontinence. The conclusion noted disc degeneration at c5-6 and c6-7 with disc bulges and a moderate central c5-6 central disc protrusion with cord compression at c5-6 without spinal cord edema. Also noted, there is neural foraminal narrowing related to uncovertebral joint hypertrophic changes which are severe at left-sided c6-7, moderately severe at left-sided c5-6, and mild at right-sided c6-7. An MRI of the lumbar spine was also completed and the noted conclusion included: moderately severe l3-4 central canal stenosis related to disc bulging, facet, and hypertrophic changed of the ligamentum flavum as well as mild posterior epidural lipomatosis. Also noted: moderate left l3-4 and mild right l3-4 neural foraminal narrowing, mild bilateral narrowing at l2-3, l4-5, and l5-s1, and minimal l2-3 central canal narrowing. On (B)(6) 2008, due to cervical stenosis with left-sided symptoms the patient underwent anterior cervical discectomy and fusion (acdf) at c5-6 and c6-7 using allograft at each level and placement of plate. Upon discharge from the hospital, the patient¿s home morphine was re-started. On (B)(6) 2008, the patient returns for follow-up of his acdf and complains of left upper extremity pain after having ¿jammed head against the doorframe¿ of a truck. (Pt.) Was seen in the emergency room and prescribed steroids. CT scans were noted as reportedly negative. Prior to surgery, (pt) complained of left-sided numbness extending down to the lower extremities and is noted to have since been relieved. The patient is noted to have stated that (pt.) No longer walks with a limp and other than the left upper extremity pain, has been asymptomatic. It is also noted that the patient is no longer taking liquid morphine. On (B)(6) 2009,the patient presented to the emergency room with complaints of lower extremity weakness and bowel and bladder problems for the previous 2 weeks. (Pt.) Underwent a cervical MRI for incontinence and weakness in legs. The conclusion noted no significant central canal, or other, stenosis was identified. On (B)(6) 2009, an MRI of the lumbar spine was also completed due to incontinence and weakness in legs. A large disc protrusion at l3-l4 with severe central canal stenosis and bilateral neural foraminal stenosis was noted as well as central canal stenosis at l2-l3. On (B)(6) 2009, the patient underwent surgery for treatment of lumbar stenosis. The operative report noted the procedures as bilateral lumbar laminectomies at l2, l3, and l4. Significant scarring was noted. On (B)(6) 2009, the patient returned to clinic and is noted to have considerable pain with a feeling that something it trying to ¿stick out¿ on the left side of (pt.) Back lateral to the incision. Right hip pain down to (pt.) Knee was also noted. Since the procedure, the patient called the clinic and was prescribed a medrol dose pak that helped initially, but no long term relief. The patient was noted to have concern on the level of pain but stated that since the surgery, back pain and bowel/bladder problem have been alleviated and (pt.) Weakness is improving. On (B)(6) 2009, the patient returned for another follow-up visit. It is noted that the patient felt (pt.) Was improving but noted occasional scant bowel leakage, generalized lower extremity stiffness, and continued low back pain. The patient was referred to physical therapy for treatment of 3x/week for 4 weeks. On (B)(6) 2012, the patient was admitted to the hospital with acute incontinence and complaining of a 4-5 month history of progressive weakness in legs. Along with physical symptoms of cauda equine symptoms, an MRI is noted to demonstrate severe compression as well as subluxation of the l3-l4 level. On (B)(6) 2012, a lumbar x-ray was performed and noted multi-level degenerative changes with anterior subluxation of l3 and l4 which has developed since a previous examination dated (B)(6) 2010. Surgery was performed for the diagnoses of severe spinal stenosis, herniated disc, and subluxation of l3-l4 with cauda equine compression and partial cauda equine syndrome. Procedures performed include: re-exploration of laminectomy with extension of laminectomy to include laterally l2-l4, left discectomy at l3-l4, left transforaminal interbody fusion at l3-l4, pedicular stabilization from l2-l4 using extension globus, and lateral mass fusion from l2-l4. During dissection, ¿marked scar tissue was noted and hypertrophic bone buildup around the superior screw and the rod [of l4 and l5]. This was taken down to allow connection with the extension rod.¿ the lamina was thinned out and marked compression was noted. Decompression from l2-l4 was performed and the thecal sac was identified and well decompressed. The l3-l4 disc was removed and the disc space was implanted with granules of demineralized bone and an expandable competitor cage. The lateral elements from l2 to l4 were decorticated and a combination of dbx putty and granules were placed. On (B)(6) 2012, the patient was seen at clinic for follow-up of procedure and is noted to complain of some right-sided low back pain radiation to the right hip. The patient is noted to be using a cane. On (B)(6) 2012, the patient was admitted for bowel and bladder incontinence for the previous 2 days and was noted with the following admission diagnoses: cauda equine syndrome, chronic obstructive pulmonary disease, type ii diabetes mellitus, bipolar disorder, depression, and hyperlipidemia. A foley catheter was placed. On (B)(6) 2012, a CT of the lumbar spine was performed for lumbar stenosis. Impression of the CT included: lumbar spondylosis, l3-l4 broad-based soft tissue density, and areas of epidural liposis causing narrowing of spinal canal. Also noted in the report: ¿the l5-s1 disc level demonstrates postoperative changes and mild narrowing of the neural foramina, postoperative changes and the small osteophyte-disc complexes.¿ on the discharge summary, it is noted that ¿after total evaluation and workup of the patient with MRI, CT scan and myelogram, it was seen that there was no marked change from (pt) previous status¿. The foley catheter was removed and the patient was able to control urine and bowel. The patient was discharged on (B)(6) 2012 with the following diagnoses: cauda equine syndrome, chronic obstructive pulmonary disease, bipolar disorder, depression, hyperlipidemia, gastroesophageal reflux disease, and (B)(6). On (B)(6) 2012, the patient arrived for a follow-up visit for a recent hospital admission for urinary incontinence and severe pain. It was noted that no significant pathology was noted in the MRI or myelogram performed and that the symptoms are likely due to the cauda equine compression that was decompressed (B)(6) 2012. The patient was noted to complain of sharp low back pain, primarily with position changes and utilization of a 4-wheel scooter due to left sided weakness and several falls since the procedure. On (B)(6) 2012, the patient returned for surgical follow-up and was referred out for chronic pain management, asked to return in 6 months¿ time and obtain a CT scan to allow the doctor to assess the fusion site. On (B)(6) 2013, the patient was seen in clinic for follow-up of increasing low back pain which is noted as mostly off to the left side and into the buttock and bilateral leg numbness if (pt.) Lies on his left side for more that 2-3 hours. (Pt.) Has been treated with pain medications and tens unit. In (B)(6) 2013, the patient was noted to have been seen for a dorsal column stimulator and weaning off narcotic pain medications. The patient declined the planned treatment. On (B)(6) 2013, a CT of the lumbar spine was performed and noted findings include: a partial fusion of a portion of l4-l5 disc with the adjacent facet within the left lateral recess region which is unchanged, osteophytes are present involving several of the endplates, lumbar spinal stenosis, grade I spondylolisthesis of l3 in respect to l4 which is unchanged, and l3-l4 broad-based soft tissue is unchanged but is unclear if this is due to extruded disc material and/or scar formation. On (B)(6) 2013, for follow-up. It was noted that the patient continues to have severe back pain but that diagnostic studies are unremarkable. The plan for the patient included dorsal column stimulation with continued observation for maturation of his grafts. The patient is using a cane.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.